Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the sheath was first visually inspected where it was noted that there was blood visible on the outer surface of the hemostatic valve. Additionally, a tear was visible in the valve separate from the valve slits. Next, the sheath was put through procedural testing by replicating aspiration. The sheath passed the aspiration testing, and no air was seen in the flushing line. The next procedural test examined the hemostatic valve, which found the sheath was capable of maintaining pressure even when there was nothing across the valve. Finally, they gently pressurized the sheath, while the distal tip was plugged, and the pressure decay value was within specification. With all the available information boston scientific concludes the allegation of st. Segment elevation was confirmed. Even though a leak could not be reproduced during testing, the tear seen in the valve could lead to st segment elevation as an indicator of air ingress. It was concluded that manufacturing deficiency was the ultimate cause for the tear seen in the sheath valve.

Event description:
Complaint reportable based on analysis completed on (B)(6) 2023. It was reported that during a cryo-ablation procedure to treat atrial fibrillation (a fib) using a polarsheath the patient experienced st segment elevation. After insertion of the balloon catheter into the sheath they observed an elevation of the st segment. The elevation resolved with time and no interventions were required. The procedure was completed using the original device and no further patient complications occurred, no air was seen in the patient. The sheath is expected to be returned for analysis. However analysis of the returned device revealed damage to the sheath valve in a way that could lead to leakage.